Manufacturer narrative:
There was no patient harm or injury. The ventilator was found to audibly and visually alarm as designed to alert a caregiver of an event. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
The manufacturer received information indicating a malfunction was identified when a ventilator was evaluated at an authorized service center. The device was not in patient use at the time of this malfunction. During the evaluation, the ventilator was found to alarm and display a ventilator inoperative error. The device's system board and blower motor were replaced to correct the problem.